Event description:
It was reported that an unspecified brady system showed high out-of-range right ventricular pacing impedance measurements. Attempts to obtain further details were unsuccessful, the hospital was not aware of the specific model/serial of the brady system nor the patient's name. No adverse patient effects were reported.